Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, runthrough, guide cath: launcher. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the proximal left anterior descending artery. A 4.5x12mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion site for pre-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres for 15 seconds. The bdc was removed and inspected. The bdc was flushed and a vertical rupture was confirmed in the center part of the balloon. A 4.5x12mm non-abbott bdc was used for dilatation and the procedure was successfully completed with the implantation of a xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.